Event description:
The patient received an scs system including a neurostimulator receiver on (B)(6) 2006. The patient reportedly experienced programming issues and a complete loss of stimulation. A replacement programmer did not resolve the issue. It was reported that the physician explanted the receiver on (B)(6) 2008 and replaced it with an implantable pulse generator (ipg). The explanted receiver was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.